Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patient mentioned in the journal article. Initial reporter ¿ the article was written by olof sköldenberg, anna ekman, mats salemyr and henrik bodén.

Event description:
Information was received based on review of a journal article titled, ¿reduced dislocation rate after hip arthroplasty for femoral neck fractures when changing from posterolateral to anterolateral approach¿ which aimed to perform a retrospective analysis on 372 patients after hip arthroplasty with femoral neck fractures using the bi-metric femoral stems manufactured by biomet; and to evaluate the dislocation rate between use of the posterlateral approach and the anterolateral approach. Seven patients were identified in the article that underwent hip arthroplasties on unknown dates. Patient follow-up results provided indicate that the patients underwent reoperations due to periprosthetic fractures. There has been no further information provided and the patient outcome is unknown.